Event description:
According to hearsay the brush broke during cleaning of the voice prosthesis. Despite intensive research we have not been able to confirm this or get any additional information. We have not received any indication that any harm has occurred.

Manufacturer narrative:
Investigation: we have only been able to receive second hand information and has not been able to locate the alleged pt. Our postmarket investigation shows that this is a very rare event and a probable cause is that the steel wire broke due to wrong handling. It is possible to break the wire if the brush head is bent more than 45 degrees back and forward about ten times. According to IFU there is a warning picture showing that bending the brush head is not allowed. Action: since this seems to be mainly a local problem in (B)(6) we have initiated educational sessions together with the local distributors to inform pts and clinicians to follow the instructions for use. Bending the brush head is not allowed. If bending is necessary it has to be done on the blue shaft instead as clearly described in the IFU.